Event description:
It was reported that the customer experienced an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue with assistance from technical support, who provided complete pump reset information and guided the caller through the process, after which the pump no longer displayed the error code. The customer was able to start their sensor session without further issues.